Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Received information through our (B)(4) that patient was revised due to implant failure. There is no further information provided. Update: (B)(6) 2011 - medical records were received. The revision operative report indicates that the patient was revised to address femoral stem loosening.

Manufacturer narrative:
Update: (B)(6) 2011 - medical records were received. The revision operative report indicates that the patient was revised to address femoral stem loosening. Doi: (B)(6) 2005 - dor: (B)(6) 2011 (left hip). Update: (B)(6) 2012 - litigation papers allege the patient suffered pain, stiffness, and increased metal ion levels. This information does not change the outcome of the investigation. Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.